Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iipdtl driver disengaged from the implant while being transported to the tooth site for implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® 4, 5, 6mm(d) implant driver tip - long (iipdtl) was returned with associated implant for investigation. A visual inspection of the as returned product identified wear from use at the driver body, tip, and latchlock. The o-ring is in good condition and looks as though it was recently replaced. Functional testing was performed for the returned product and it was determined that the device assembled and disengaged with the returned implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. No malfunction was identified during functional testing of the driver. Therefore, the alleged malfunction is unconfirmed. A root cause cannot be determined.